Event description:
Decreased augmentation on the iabp noted at 2300 on 11/30/96, accompanied by betadine colored spattering in the balloon extender tubing near the pt. Pt's dr was called and was present when at 0015 dark red blood was noted to be filling approx one half of the balloon extender tubing. At 0100 the iab was removed. Pt tolerated the procedure well. There was a hole in the balloon. Due to appropriate and timely intervention, pt suffered no long-term adverse effects due to this event.